Event description:
Five weeks ago patient had a revision of a rejuvenate hip stem, since the case patient developed an acute infection, doctor decided to do an incision and drainage to fix the problem, while the doctor was in he exchanged the polyethylene insert and replaced the ceramic head.

Event description:
Five weeks ago patient had a revision of a rejuvenate hip stem, since the case patient developed an acute infection, doctor decided to do an incision and drainage to fix the problem, while the doctor was in he exchanged the polyethylene insert and replaced the ceramic head.

Manufacturer narrative:
An event regarding infection involving a trident 0° x3 insert 36mm ID was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. The reported device was manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events reported for this manufacturing lot or sterile lot. The source of the infection could not be determined as further information is needed. A CAPA trend analysis concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Manufacturer narrative:
The delta v-40 ceramic head 36/+5; cat# 6570-0-236; lot# 44875001 was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was retained by the surgeon and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.